Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.

Event description:
(B)(4). Injury alleged. Malfunction alleged. Provider states the resident was dropped when a screw fell out of the scale connected to hanger bar. Approximate date of incident is (B)(6) 2012. MDR filed.